Event description:
The pt was on a puritan bennett 840 ventilator with the following settings: assist control of 10, tidal volume of 500, fio2 35%, and a peep of 5. Ventilator had an attached fisher and paykel humidifier and an allegiance ventilator circuit #rt510-853 (lot unk) since 2007. The respiratory therapist was in the room doing a ventilator check at approx 0630 a.m. He noticed a dull orange glow from the humidifier chamber. After about 5 secs, the wiring inside the circuit began to glow brighter and quickly caught fire. The therapist quickly disconnected the pt. The rn quickly came in and extinguished the fire with a fire extinguisher. There was no pt harm or injury to hospital personnel.